Manufacturer narrative:
The patient was born on an unspecified date in 1933. The peritonitis occurred on an unspecified date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency and duration not reported) and ip gentamicin (dose, frequency and duration not reported). The patient was recovered from this peritonitis event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
According to the physician, the cause of peritonitis was ¿digestive translocation with as origin ineradicable colon neoplasm¿; therefore, the device is no longer suspected be have caused or contributed to the event. Pd therapy remains ongoing. Should additional relevant information become available, a supplemental report will be submitted.